Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had the ins put in for pain. The patient stated that since implant the ins has not worked right. The patient stated that nobody ever helped them get their stimulation in the right zone. The patient stated that not one technician has met in the office to help the patient. The patient stated that during the trial period the patient had a number they could call 24/7. The patient said that after the implant the manufacturer's representative (rep) was coaching their child's team and wouldn't miss a game. The patient attempted to contact both reps, but neither one of them helped or met in the office. The patient stated that nobody has scheduled an appointment to see the patient. The patient contacted one of the reps a year ago in august and they said they would contact the patient on the first of the year, but they never did. The patient stated that they gave up in november last year and stated that they weren't getting any help. The patient stated that the ins quit working a year ago in august and no one assisted them. The patient stated that they can't charge the ins and when they did charge the recharger burned the skin. The patient stated that the ins makes them feel sick. The patient further clarified and stated that they hadn't been feeling good and in the last 3 months the patient is starting to have skin problems around the ins and down the patient's leg. The patient stated that their spine hurts, legs hurt, and the patient feels sick. The patient stated that they want to have the ins removed. The patient stated that their healthcare provider (hcp) referred them to a different hcp, but they wouldn't help the patient remove it. No further complications were reported or anticipated.